Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the current heartmate ii lvas IFU lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. Section 6 (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was subarachnoid hemorrhage in the setting of prior pump placement for systolic & diastolic heart failure. The patient developed cardiogenic shock.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired. The cause of death was unknown. Additional information was requested but not provided.